Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative device movement is unknown. This report is for an unknown quantity of unknown screws. Without a valid part and lot number, a UDI is not available. The original implant procedure took place on an unknown date. An explant procedure has not been performed at this time. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a tibia plate and an unknown quantity of screws on an unknown date. At some point post-operative, the construct loosened. An explant procedure has not taken place at this time. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).